Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time.when the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4).

Event description:
It was reported that a patient underwent a left sided idiopathic ventricular tachycardia procedure with a smartablate¿ system irrigation pump and a low flow resulting in backflow issue occurred. During the procedure, there was a backflow of blood into the catheter and the tubing while the catheter was retrograde in the patient¿s aorta during ablation and also while the pump was in stand-by mode. The pump was set to automatic mode and the irrigation flow was set at 2cc/min. During this flow setting and the high flow setting during ablation, there should not be any backflow of blood. When the backflow occurred, there were no error messages on the pump indicating a low flow. It was also reported that the tip of the catheter was dripping after it was removed from the patient¿s body; despite the pump being switched off. The pump was checked, and the catheter was exchanged to a new irrigated catheter which did not resolve the issue. The procedure was continued using a non-irrigated catheter without consequence to the patient. This event is MDR reportable because the backflow of blood demonstrates inadequate flow when the pump was set at 2cc/min. If the irrigation pump is delivering a low flow and there is no error/warning message; then there is the potential for patient injury.

Manufacturer narrative:
Method: actual device evaluated (B)(4). Results: operational problem (B)(4). Conclusion: device repaired and returned (B)(4). (B)(4). It was reported that a patient underwent a left sided idiopathic ventricular tachycardia procedure with a smartablate¿ system irrigation pump and a low flow resulting in backflow issue occurred. The device was evaluated and the pump head was defective. The defective part was replaced and the issue was resolved. The device was also subjected to preventative maintenance, safety and functional testing and all tests passed. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.